Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of rupture was received on may 10, 2021 with lot number 2243092. Visual analysis of the returned device identified: opening, crease fold, wear abrasion, non-penetrating nicks underweight. A microscopic analysis was performed which one crease sharp in the posterior. Based on the device analysis the final assessment is: a crease sharp in the posterior side assessed as fold flaw opening."

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : d.6b.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.